Event description:
It was reported that during the procedure, a piece of the device broke off from the distal end. No injury to the patient or adverse event was reported.

Manufacturer narrative:
Upon receipt, the returned device was visually inspected and found to be missing a piece of ceramic from its distal end. In order to determine the cause for the reported issue the returned device was sent to an independent laboratory for failure analysis. The analysis concluded that the fracture in the ceramic was an overload fracture. According to the analysis results, the fracture was produced when the electrode was rotated into the ceramic with sufficient force. The results also suggest that the necessary force could have been generated by rotating the probe as the electrode encountered high resistance from surrounding biological material.